Manufacturer narrative:
Manufacturing evaluation - analysis and results: there is one previous complaint of this code-batch regarding other issue. There are no units in our stock. We have received 72 closed samples for analysis. We have checked all samples received and we have found one of them with one of the needles already detached from the thread. We have also tested the needle attachment strength of the samples received and we have found values that do not fulfil the requirements of the european pharmacopoeia (ep). On the other hand, we have found splitting near the needle attachment in some of the tested samples, probably by an excess strength applied to attach the thread to the needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. When additional information has been received a follow up report will be submitted.

Event description:
It was reported the needle detached from the thread.. The defect was found before use. There was no patient involvement.